Event description:
In 2004, while wearing the sound processor, the patient reportedly had no sound percept. The patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Three days later, the patient was seen at the center for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device was scheduled.